Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information or completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a missing adapter cable from the accessory kit. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a missing adapter cable from the accessory kit. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported. Adapter cable, blood pressure transducer (0012-00-1815) was missing in the accessory kit of cardiosave. The device not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.